Event description:
When a hulka fallopian tube clip was applied, it came out of the applicator and fell into the abdominal cavity. The physician searched the abdomen and was able to grasp and remove the metal spring component. The plastic jaw section was not retrieved. Another clip was applied successfully. No additional surgery was done to recover the lost component.